Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad trace. No flashing screen or button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was mg/dl. The customer was asked if he recalls any significant events leading to the alarm. The customer reponse is none. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up lan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.